Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported only a single device was used instead of two to close the 9f access site. It should be noted that the electronic perclose proglide instructions for use (eifu), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to an ablation interventional procedure using a 9f sheath. Reportedly, the suture came out with the needle plunger when it was removed after deployment. The guide wire was re-inserted. The sutures of one new proglide device were successfully pre-placed. The ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.